Event description:
It was reported that an alert was triggered and the patient went to the emergency room. The right ventricular (rv) lead had high impedance and was fractured. It was also reported that the rv lead was tied in a knot with the right atrial (ra) lead, and the suture was not on the suture sleeve. The rv and ra leads were explanted and replaced. The patient is enrolled in the (B)(4) study ((B)(4)). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d274trk implantable cardioverter defibrillator (ICD): (B)(6) 2009. (B)(4).